Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause of the pvl and cai cannot be confirmed. However, a combination of patient factors (the elliptical shape of the native aortic annulus, severe bulky calcification on the ncc) and procedural factors (slight valve canting in the area of the pvl) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, following the transfemoral deployment of a 26mm sapien valve in a 60:40 aortic position, moderate paravalvular leak (pvl) and moderate central aortic insufficiency (cai) were noted. Post dilation was performed but the pvl and cai remained moderate. A second 26mm sapien valve was subsequently implanted within the first valve 2-3mm more ventricular, which resolved the cai and reduced the pvl to trace. The patient remained stable throughout the entire procedure. The native aortic annular diameter was 20mm by tee and 27.6mmx19.7mm (area 404.9) by CT. The native aortic valve was severely calcified. There was pronounced ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 65%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per the implanting physician, the perceived cause of the pvl/cai was a large calcified non coronary cusp (ncc) leaflet. The axial view on tee showed the large calcified nodule had slightly deformed the frame of the sapien valve. In addition, the valve canted slightly in the area where the pvl occurred and following post dilation the first sapien valve was noted to have ¿crowned¿ to a certain degree on tee. It was noted that due to the bulky calcification, the medical team feared the aortic annulus could be perforated if they increased the volume for post dilation so a second valve was implanted to correct the leak.